Manufacturer narrative:
Concomitant medical products: 452353s lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt "pounding" during ventricular pacing. The lead was programmed off. The patient was a participant of the post approval network cardiovascular group (pan cvg) study. No further patient complications have been reported as a result of this event.